Event description:
Technical services received a call on (B)(6) 2012 from sales rep. The lead was implanted on (B)(6) 2001 and will be explanted due to infection. The physician was dr (B)(6). The hospital is unknown. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)